Manufacturer narrative:
Handpiece didn't get hot. Handpiece locked up and couldn't spin during eval. Handpiece failed specs due to cap bearing failure on turbine. Cap bearing pulled off rotor.

Event description:
It was reported that a midwest e pro 1:5 ca overheated during use; no injury resulted.